Event description:
A customer reported that the t: slim x2 pump battery was not charging, with a power source alert appearing in the pump history. There was no adverse impact to the customer's blood glucose level. Initially, technical support instructed the caller to plug the wall adapter into a working outlet for 30 minutes, but this did not resolve the issue. The customer tried a different wall adapter, which successfully resolved the problem. Technical support informed the customer that using non-tandem charging supplies is not recommended unless for troubleshooting and sent a replacement tandem wall adapter to the customer via two-day shipping. The pump did not shut down or become unable to turn back on, and no further assistance was required.